Event description:
My daughter wears soft disposable contact lenses. She uses amo complete moisture plus multi-purpose solution. She started having eye pain, redness, swelling, blurry vision, and discharge. She saw her doctor, the next day, who diagnosed an eye infection. She was prescribed antibiotic eye drops for five days. The infection appears to have cleared up now. I read about the voluntary recall in the newspaper today and feel the infection may have been caused by use of this product. The bottle of solution my daughter has been using is 12 oz and lot #zb02749.